Event description:
It was reported by the rep that the device was used in an emergency laparoscopic appendectomy. It was reported by the surgeon that he applied staples from the blue and white staple cartridges. The doctor said during the procedure, he saw oozing from the "blue staple line." After the case, the patient had symptoms of blood loss, and was reoperated on. Upon reoperation, the doctor said he "felt a hole in the cecum". The doctor did not know why there would have been a hole in the cecum. The device was discarded.